Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were hospitalized due to low blood glucose on (B)(6) 2017. The low blood glucose level was not registering on the meter. The customer does not remember what they were doing when they went low. The neighbor called 911 and the paramedics were dispatched because of low blood glucose level. The customer was given glucose via IV. The customer was found unconscious on the floor. The customer was off the insulin pump less than 48 hours prior to hospitalization. Troubleshooting was not completed. Customer reported the insulin pump was physically damaged. A chunk was missing from the button area and the screen was cracked on the inside. The drive support cap broke off. The insulin pump will not be returned for analysis.